Manufacturer narrative:
The reported events of low pacing impedance and insulation twisted were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead rotated itself causing the lead insulation to bundle and led to low pacing impedance. The lbb lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.